Event description:
Customer reported a visit to the emergency room due to diabetes-related issues, specifically a high blood glucose reading around 600 mg/dl in (B)(6) 2025. Cause was not known. There was no injury reported from this incident, and no issues were found with the infusion set, cannula, or insulin cartridge. Customer did not take any corrective action prior to emergency room visit. Pump system check revealed no malfunctions, confirming pump was functioning properly. Treatment with intravenous fluids, saline, and insulin successfully resolved the issue. There was no permanent damage identified, and customer was released from the emergency room the same day.